Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to have a missing upper back label, as well as a scratched lcd lens and missing pixels. The reported error code was noted in the event history log. Device underwent functional testing, and the reported customer complaint was verified; noted to be missing lcd pixels and displaying "1870" error code. The error was a result of a broken optical switch brown wire, determined to have an unknown problem source. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that while testing,a smiths medical cadd legacy had lec 1870 and has lcd bleed. No patient involvement.